Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: during preparation for surgery, when 10cc air was infused, the balloon burst. Not used for pt. Used other device. A new instrument was used to complete the procedure. No pt injury was reported.